Event description:
Reference number (B)(4). Event occurred in brazil. It was reported that patient faced infusion set cannula leakage event on (B)(6) 2025. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The reference samples for the lot 6001071 have already been previously tested in the 2135594 on 04-apr- 2025. Test results: the reference samples were flow test. In additional tests include the visual inspection test and the leak test. All test results were within specifications as per the test report 2135594. Device history record (DHR) review: packaging: the lot 6001071 was packaging according to the work instruction (wi) version 43, in the multivac m07, on 14/apr/2023, with a total of (B)(4) units. Assembly: the cannula lot 3c06963 was assembled according to wi version 35 in machine l-2, on 10 apr 2023, with a total of (B)(4) units. Gluing tubing: the lot 3d00056 was assembled according to wi version 21 in line 7 on 13 apr 2023, with a total of (B)(4) units. The lot 3c06962 was assembled according to wi version 21 in line 7 on 10 apr 2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, nor maintenance events were recorded. Trending: a query was run in database on 24/apr/2025 against malfunction code leakage from infusion site (cannula base part/cannula) (specific cause not identified) and lot 6001071 and one more complaint have been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for retention samples, no non-conformance (nc) raised during production, no more complaints received on the lot in question and malfunction code, no further actions are required. Therefore, this issue will be monitored through the post market surveillance activities.